Event description:
It was reported the patient has not received effective stimulation coverage since she was implanted. The patient has an appointment with a new neurosurgeon.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.